Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # 189042, vanguard ant stabilized bearing 12x67, lot # ni, catalog # 141222, biomet cc I-beam tray 67mm, lot # ni, catalog # ni, biomet arcom 3 peg/post, lot # ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07476, 0001825034-2018-07477, 0001825034-2018-07478. Remains implanted.

Event description:
It was reported a patient underwent primary left total knee arthroplasty. Patient was noted to have intra-articular injection. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was not evaluated and the reported event could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event remains unknown. The root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.